Manufacturer narrative:
Additional product code: mni, mnh, kwp, kwq. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that on (B)(6) 2017, the surgery for adolescent idiopathic scoliosis was performed by using the universal spine system ii (ussii) screw head and uss ii nut. The fixed area was t4 ¿ l1. During final tightening, the nut became cross-threaded. When the surgeon tried to loosen the nut, the screw head was broken. The broken screw head was removed. The rod was slightly moved. And final tightening was done by replacing with a new screw head. The surgery was completed with a 15-minute-delay, and there was no adverse consequence to the patient. Concomitant devices reported: rod (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Corrected data: report source. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.